Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint could not be confirmed. The device was visually and functionally tested and the device performed per the MFR's spec. The complaint reported by the customer could not be duplicated in the lab setting. A review of the device history records confirmed that the device conformed to the required specs prior to distribution. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Event description:
Affiliate reported that the pt had enlarged ventricles and therefore the surgeon lowered the pressure. It was then noted that fluid did not flow through the device. As a result, the device was revised.